Event description:
It was reported that the patient presented to the hospital. Upon interrogation, it was noted that the right ventricular - rv lead exhibited loss of capture, high pacing impedance, and unsatisfactory ventricular sensing. The rv lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The reported events of failure to capture, high pacing impedance and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece. Electrical, visual, and x-ray analysis of the lead did not find any anomalies.